Event description:
It was originally reported that the patient experienced a burning/hot feeling in his back, opposite side of where the ins was placed. This occurs in the afternoon after the stimulation has been on a while. When he turns the stimulation off, the sensation fades away. He has four programs and his settings were reduced on (B)(6) 2013. It was later reported that the patient continued to experience a burning sensation down his back and legs which starts sometime while using the device. It takes a day or two for the burning to stop. It was noted that the burning sensation was getting worse. If he raises his arms above his head it really burns all the way up his back and 'everything.' If he turns the device down he only has the burning on his right leg and part of back. 'It did not make a difference.' He turned the device off for the past two weeks but has been using his device more due to the pain in his legs. He started using it again on (B)(6) 2013 and also on (B)(6) 2013. He just turned his device off a while ago and when he sits or does anything he experienced a 'really' burning sensation. The device was reprogrammed to where he could lay down, sit and other positions. He was reprogrammed in (B)(6) 2013 and will again on (B)(6) 2013. When he lies down 'it' will automatically go to the other side sometimes. The stimulation was in the wrong location and it 'doubles' that it would take him off the ground from the sensation. It was noted that originally his device could not be programmed because 'they' made a mistake but a company representative was able to program it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that patient was getting discomfort with changing positions. Additional information reported that the patient was x-rayed. The patient noted that the situation was ¿getting worse.¿ the patient stated that when he turned his device off because of the burning, his ¿legs start jumping and cramping.¿ the patient described the stimulation as ¿crazy on that side.¿

Event description:
The patient¿s device was programmed around the warming/burning sensation area on his back. The patient¿s physician checked him and did not find anything wrong with him. Programs were set up and his sensor technology was activated. As of today the patient was doing well and receiving successful stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).